Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had high impedance. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.